Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 252 mg/dl (meter with serial number (B)(4)) and 120 mg/dl (meter with unknown serial number). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (meter with serial number (B)(4)), is related to case with patient identifier (B)(6) (meter with unknown serial number).